Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked retainer, broken belt clip rails and keypad overlay texture damage. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 92 mg/dl and 177 mg/dl. Customer was in emergency room. Customer stated that retainer ring was damage. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. Customer stated that insulin was passed out as customer was locking the reservoir back into the insulin pump. Customer was declined to troubleshoot for low blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer visited the emergency room and not admitted to the hospital. Customer stated that retainer ring was white instead of being clear and they think there was stress on the reservoir lip. The retainer ring was not cracked or missing. The customer also reported that the reservoir fell out and she put it back into the pump without disconnecting. It is unsure if the reservoir really ever was fully locked into the insulin pump. Customer stated that insulin probably shot into her body as customer was locking the reservoir back into the insulin pump.